Event description:
Patient was undergoing an "open reduction internal fixation" of right hip when she went into cardiac arrest. Appropriate medication and response measures were taken and the patient responded well. The orthopedic procedure was completed and the patient was transferred to ICU. Patient was discharged seven days later. Other relevant devices in use at the time of incident included: hip prosthesis; i.e., no 3 hip fracture stem, no. 3 finestrated plug, centrax bipolar (32 mm x 48 mm), and universal plug.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.